Event description:
The report stated that the ligasure v handpiece was in use during a laparoscopically assisted vaginal hysterectomy. After 2 hours of continued use, the surgeon reported hearing a hissing sound and then the handpiece stopped functioning. The device was examined outside of the surgical field and it was found that the insulation that covers one of the wires was slightly peeled off, exposing the bare copper wire inside.

Manufacturer narrative:
Date of initial report: may 16, 2008. To date, the incident has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.